Event description:
While implanting a 1.5mm ti cortex screw for a forehead lift in 2005, the head of the screw broke off. The surgeon chose to leave the body of the screw in the patient. The screw body was explanted in 2005.